Event description:
It was reported, the monitor had no power. The device would not turn on. The device was not used for a patient procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation confirmed the reported issue; likely caused by a faulty panel. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "no power" malfunction would likely be a failure of power supply printed circuit board (g1 board) olympus will continue to monitor field performance for this device.